Event description:
A 2.5mm diameter x 12 mm length micro driver otw coronary stent system was inserted into a pt for the treatment of a proximal circumflex lesion. The lesion morphology is severe tortuosity with severe calcification. The lesion was pre-dilated with a sprinter 2510. The device was inserted, however, the stent was unable to cross the lesion; the physician stated that he felt resistance as he attempted to reach the lesion site. Upon removal of the catheter, it was noted that a stent strut was lifted. The physician stated that a dissection was found at the lesion site with a loss of perfusion. A balloon was inserted to repair the dissection. No additional clinical sequelae were reported, and the pt is recovering well. The pt is scheduled for elective surgery in a few days.